Event description:
This spontaneous case from united states was received on 06-apr-2018 from patient's wife this case concerns (B)(6) male patient who initiated treatment with synvisc one and after a few hours experienced full blown infection, leg started to hurt really bad, had double or triple the size of his other leg, chills, sweats, shakes and leg was red; after a few days was blacked out and fell couple times. A device malfunction was noted in the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date in (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 1 df once (batch/ lot number: 7rsl021 and expiry date and indication: unknown). On the same day, after a few hours, his leg started to hurt really bad. Patient also had also had chills, sweats and shakes. Patient's leg was red and double or triple the size of his other leg (latency: few hours). His pain scale was 10, 10 being the worst. Ultrasound was done and showed full blown infection which was treated with antibiotics and steroid pack by his ortho doctor who injected synvisc. His leg got better and still it hurts. Patient had blacked out and fell couple times after that (latency: few days). Patient did not have fever. Corrective treatment: antibiotics, steroid pack for full blown infection; steroid pack for double or triple the size of his other leg, leg started to hurt really bad; not reported for all events outcome: recovering for device malfunction, fell couple times, full blown infection, leg started to hurt really bad, double or triple the size of his other leg; unknown for rest of the events seriousness criteria: important medical event for blacked out, device malfunction and fell couple times; required intervention for full blown infection, leg started to hurt really bad, double or triple the size of his other leg an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 11-apr-2018: based on the available information, as the events occured on the same day of suspect administration, a temporal relationship can be established. Furthermore, the concerned lot number has been identified to have malfunction by the company,therefore, the causal relationship of the events to the products cannot be excluded.